Event description:
The customer reported about a disengaged foot support of an x-ray table. The table was in the vertical position, when the pt stepped on the footrest, which dropped into the bottom position, jarring the pt.

Manufacturer narrative:
The field service engineer checked for correct operation of footrest. The unit operated as expected. He could not find any sign of damage that may have contributed to support disengaging. However, the field service engineer decided to replace the footrest. The investigation showed that the operator failed to check the correct locking of the footrest into place, as required by the instructions for use. This is use error. The instructions for use clearly warn the operator (danger!) That upon footrest mounting the correct locking must be checked, and describes how this is to be done. The customer was retrained using the footrest according to the instructions for use. No technical correction needed to be done because of no malfunction. The system works as specified. (B)(4).